Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown fill cycle of peritoneal dialysis therapy. The home patient stated that there a very small amount of fluid under the heater bag on the heater pan near the silver sensor. The patient stated that their bags usually have a small amount of condensation and they did notice condensation when they opened the overpouch that evening. There were no noticeable leaks from the bag or any of the connections. The patient would end therapy for the day and start over with all new supplies tomorrow. There was no patient injury or medical intervention associated with this event. No additional information is available.